Event description:
As reported by the edwards european affiliate, during a tf tavr case in a patient with a very tortuous thoraco-abdominal aorta including a thoracic aneurysm, there was difficulty advancing the delivery system through the aortic arch. After overcoming the difficulty, the delivery system became stuck at the calcified leaflets of the native valve. Despite additional techniques the team was unable to cross the native valve. The delivery system removed from the patient with the sheath as a single unit. After withdrawal, the proximal end of the delivery system was noted to have axial splitting of the external sheath near the handle due to torquing the system. No immediate hemodynamic issues were noted but the patient did have a periinterventional stroke and an aortic dissection, leading to an aortic perforation and urgent tevar repair, complicated by paraplegia and progressive heart failure. The procedure was finally aborted. The patient later died eight days after the tavi attempt. The perceived root cause of events was the patient's tortuous aorta. There was insufficient support to advance the system through the aneurysm. The most likely cause of the dissection was the delivery system pressure on the wall of the aneurysm.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other complaints from the lot with similar events and codes. The IFU, patient screening manual, and procedural training manual were reviewed. Acute aortic arch angles and unfolded aortas may be more difficult to navigate the valve catheter and achieve proper valve positioning. Decreased diameters can limit delivery system manipulation. When crossing the native valve, the operator is instructed to be patient and not to force the thv. Use short movements to prevent ''jumping'' of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Factors that make it difficult to cross the native valve include, heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and inadequate bav. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to the stroke. Investigation results suggest/indicate (moderate to severe calcification, predominantly at the base of the aortic valve, and bulky calcification at the base of the leaflets) could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The difficult to track system through anatomy, difficulty or inability to cross native annulus, and system damage were unable to be confirmed due to unavailability of device or imagery. Due to the unavailability of the returned device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported: ''the patient had very tortuous thoraco-abdominal aorta including a thoracic aneurysm. During procedure, it was difficult to advance with the delivery system through the aortic arch and, after overcoming this problem, the delivery system became stuck at the calcified leaflets of the native valve'' and ''after the withdrawal, the proximal end of the commander delivery system had axial splitting of the external sheath near the handle due to torque maneuvers used to try and deliver the valve.'' Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. As such, available information suggest that patient factors (tortuosity, aneurysm) may have contributed to the tracking and crossing difficulty, while and procedural factors (excessive manipulation) may have contributed to the system component damage.